Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a charge-pak and an attention icon in the readiness display. During device evaluation, physio-control observed that the device showed all three icons (charge-pak, attention and service wrench) in the readiness display, and could not be powered on anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that a charge-pak¿ battery charger was installed on (B)(6) 2016 however, the voltage of the device¿s internal hybrid layer capacitor (hlc) batteries continued to fall until the device powered off on (B)(6) 2016. The device was opened, and then an internal physical inspection was performed. No discrepancies were observed. The device¿s charge-pak battery charger was evaluated and it was observed that the charge-pak previously had a shorting plug installed; the depleted charge-pak then depleted the device¿s internal hlc batteries. A cause of the observed voltage drop of the batteries between (B)(6) 2015 and (B)(6) 2016 could not be determined. A replacement device was provided to the customer under warranty.